Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had high pacing impedances due to a possible lead fracture. The lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.